Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the device. A valid lot number has not been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2003: the patient underwent repair of a ventral hernia. A bard/davol composix kugel was implanted in the patient during this repair. On (B)(6) 2016: the patient underwent removal of the failed composix kugel. The patient continues to experience complications related to the mesh. The patient will likely require additional surgeries to repair the damage from mesh. The mesh implanted in the patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.